Event description:
Reportedly, after the surgery was completed, it was noted that the distal end of the device was cracked. The missing piece went undetected. The location of the piece is uncertain. Procedure: lung resection. Pt status: no pt injury reported.